Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer was given glucose tablets, juice, food, and intravenous fluids to treat. The customer experienced symptoms such as fainting. The customer did not state if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also had redness and rashes from sensor tape use. The insulin pump will not be returned for analysis.